Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent removal of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dysgeusia ("metal taste in mouth") and allergy to metals ("nickel allergy"). In 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"), alopecia ("hair loss"), nausea ("nausea"), dizziness ("dizziness"), feeling abnormal ("brain fog"), fatigue ("fatigue"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge,"), visual impairment ("vision /eye problems"), migraine ("migraine") and libido decreased ("decreased libido"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, headache, dizziness, feeling abnormal, tooth disorder and visual impairment outcome was unknown and the alopecia, nausea, dysgeusia, fatigue, vaginal discharge, migraine, allergy to metals and libido decreased had resolved. The reporter considered allergy to metals, alopecia, dizziness, dysgeusia, fatigue, feeling abnormal, headache, libido decreased, medical device removal, migraine, nausea, tooth disorder, vaginal discharge and visual impairment to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and social media post: reporter and events (decreased libido, migraines /headaches, nausea, nickel allergy, vaginal discharge, vision /eye problems, essure confirmation test not conducted) were added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('underwent removal of the device') in an adult female patient who had essure (batch no. C91740) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dysgeusia ("metal taste in mouth"), migraine ("migraine/migraine/headaches") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced dental caries ("dental problems: cavities"). In 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"), alopecia ("hair loss"), nausea ("nausea"), dizziness ("dizziness"), feeling abnormal ("brain fog"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), visual impairment ("vision /eye problems") and libido decreased ("decreased libido"). The patient was treated with surgery (essure removal (bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, headache, dizziness, feeling abnormal, dental caries and visual impairment outcome was unknown and the alopecia, nausea, dysgeusia, fatigue, vaginal discharge, migraine, allergy to metals and libido decreased had resolved. The reporter considered allergy to metals, alopecia, dental caries, dizziness, dysgeusia, fatigue, feeling abnormal, headache, libido decreased, medical device removal, migraine, nausea, vaginal discharge and visual impairment to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 2 & 3 were processed together. Pfs received- lot number was added. Event dental problem was updated to cavities. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure (batch no. C91740) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included multigravida and parity 3. In 2015, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste in mouth") and migraine ("migraine/migraine/headaches"). In (B)(6) 2015, the patient experienced dental caries ("dental problems: cavities"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced headache ("headaches"), alopecia ("hair loss"), nausea ("nausea"), dizziness ("dizziness"), feeling abnormal ("brain fog"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), visual impairment ("vision /eye problems") and libido decreased ("decreased libido"). The patient was treated with surgery (essure removal (bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, alopecia, nausea, dysgeusia, fatigue, vaginal discharge, migraine and libido decreased had resolved and the headache, dizziness, feeling abnormal, dental caries and visual impairment outcome was unknown. The reporter considered allergy to metals, alopecia, dental caries, dizziness, dysgeusia, fatigue, feeling abnormal, headache, libido decreased, migraine, nausea, vaginal discharge and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('underwent removal of the device') in an adult female patient who had essure (batch no. C91740) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". In 2015, the patient experienced dysgeusia ("metal taste in mouth"), migraine ("migraine/migraine/headaches") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced dental caries ("dental problems: cavities"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"), alopecia ("hair loss"), nausea ("nausea"), dizziness ("dizziness"), feeling abnormal ("brain fog"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), visual impairment ("vision /eye problems") and libido decreased ("decreased libido"). The patient was treated with surgery (essure removal bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, headache, dizziness, feeling abnormal, dental caries and visual impairment outcome was unknown and the alopecia, nausea, dysgeusia, fatigue, vaginal discharge, migraine, allergy to metals and libido decreased had resolved. The reporter considered allergy to metals, alopecia, dental caries, dizziness, dysgeusia, fatigue, feeling abnormal, headache, libido decreased, medical device removal, migraine, nausea, vaginal discharge and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent removal of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced headache ("headaches"), alopecia ("hair loss"), nausea ("nausea"), dizziness ("dizziness"), dysgeusia ("metal taste in mouth"), feeling abnormal ("brain fog") and fatigue ("fatigue"). In 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed in 2016. At the time of the report, the medical device removal, headache, alopecia, nausea, dizziness, dysgeusia, feeling abnormal and fatigue outcome was unknown. The reporter considered alopecia, dizziness, dysgeusia, fatigue, feeling abnormal, headache, medical device removal and nausea to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.